Event description:
It was reported that the o2 hose connected to the ventilator¿s air inlet was leaking. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was made by our field service engineer. The investigation revealed that the o2 hose was damaged and needs to be replaced. No information if the o2 hos was a getinge product. No device logs have been received and no part was returned, therefore the root cause for the damaged o2 hose could not be determined.